Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14955. It was reported that the patient with a history of low amplitude r-wave sensing since 2017 presented remotely via merlin.net while they were at the emergency room for non-device related problems. Review of transmission revealed under sensing on the right ventricular lead that caused inappropriate low voltage output. No intervention was performed, the patient would continue to be monitored. The patient condition was stable. New information received notes that on the patient presented remotely via merlin.net. Review of transmission revealed a non-sustained right ventricular oversensing alert from (B)(6) 2021. Review of transmission revealed r-wave amplitude variation and under sensing that caused inappropriate low voltage output from the implantable cardioverter defibrillator and the right ventricular lead. Programming changes were performed to resolve the issue. There were no patient consequences.